Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d). The device is still in use. No further patient complications have been reported as a result of this event.